Manufacturer narrative:
Product event summary: sewing ring associated with lot number r022003 was returned for evaluation. Review of the manufacturing and inspection records confirmed that the sewing ring met all requirements prior to release. Failure analysis revealed that the sewing ring passed functional testing; the screw was able to be tightened and loosened and the sewing ring engaged properly with a representative pump. As a result, the reported event could not be confirmed. Visual inspection revealed that the polyester was partially detached from the metal ring. Supplemental testing revealed evidence of the second pass of silicone but failed to identify traces of silicone of the first pass as per manufacturing specifications. Further examination failed to identify sewing process on one end of the polyester that secures and encapsulates the felt to the sewing ring, likely due to deviations from procedure during the manufacturing process. This is an additional observation not related to the reported event. An internal investigation is evaluating sewing ring damage associated with separation of the polyester. Based on risk documentation and the investigation conducted, a possible root cause of the reported event may be attributed to the positioning of the sewing ring during implant limiting access to the screw, thus causing improper tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the sewing ring was unable to be tightened. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.